Event description:
It was reported that the customer was hospitalized for hbgs. Prior to the event, the customer was unable to bring their bgs down with set changes and boluses. The customer went to the hosp and was treated with an insulin drip. It was stated that the cause may be due to the pump per md. The programming and histories were accurate. The customer will call back when they get home.